Manufacturer narrative:
(B)(4).

Event description:
Procedure type: coronary artery bypass graft. According to the reporter: the needles were blunt immediately and strands and needles had to be switched as they were causing tissue trauma and bleeding. Slight tissue trauma causing additional bleeding was reported. The sutures were changed and the area was re-sutured. The patient status is fine.